Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The monitor board was replaced to remedy the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not fully power up. Complainant indicated that there was no patient involvement in the reported malfunction.